Manufacturer narrative:
Updated section h6- impact code, type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. 3mensio report was evaluated and the following was observed: calcification was present in the landing zone. Tortuosity was present in the access vessels. The complaints for valve inflation and deflation difficulty and difficulty to cross native annulus were unable to be confirmed as no device or applicable imagery were provided for evaluation. Additionally, a review of instructions for use/training materials revealed no deficiencies. Per event description, "looking at the delivery system of the back table with the surgeon, the root cause [for inflation/deflation difficulties] was thought to be from over torquing the delivery system when having difficulty crossing the valve." Furthermore, the device showed no signs of damage and functioned normally during inflation and deflation tests after removal. The 3mensio report revealed calcification in the landing zone. This calcification may have created a challenging pathway for the delivery system with the valve to cross, resulting in the reported crossing difficulty. As such, available information suggests that patient factors (calcification) may have contributed to the difficulty to cross native annulus. Additionally, the event description stated that the operator over-torqued the delivery system to overcome the crossing difficulty. This over-torquing may have temporarily kinked or twisted the balloon, impeding the fluid path and causing the reported inflation and deflation issues. As such, available information suggests that procedural factors (over-torquing the device) may have contributed to the inflation and deflation issues. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case by transfemoral approach with a 29mm sapien 3 ultra resilia valve, the size 29 commander balloon was challenging to inflate and deflate. Inflation/deflation time was approximately 8 seconds. The device torqued during procedure approximately 6-8 times. The valve was not fully deployed, so another size 29 commander delivery system was used for post dilation. The valve was successfully expanded and deployed with no perivalvular or central leak. There was no damage to the device, nor any withdrawal difficulty. The balloon inflated and deflated fine after removal. Looking at the delivery system of the back table with the surgeon, the root cause was thought to be from over torquing the delivery system when having difficulty crossing the valve.